Event description:
External ventricular pacemaker wire cut on skin side of securing knot. Wire retracted under skininvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.